Event description:
The patient's family member reported that the suspect device isn't working correctly. It was used to check the patient's blood glucose and a normal result was obtained. The exact result is unknown. Patient was feeling hot and laid down. Patient was unable to be aroused and then patient was transported to the hospital. Their glucose at the hospital was 17 mg/dl. Patient was given an IV and fed a meal, then released when their glucose was 81 mg/dl. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.